Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to blood glucose. Customer did not provide information regarding alternate insulin therapy.